Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture (baker grade unknown), wound infection, and lactation disorder. D4: UDI: as the device information was not provided, the UDI is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with an unspecified gel breast prosthesis and experienced capsular contracture (baker grade unknown), wound infection, and lactation disorder on the left side post-operatively. The patient had developed left capsular contracture, which was unsuccessfully treated with accolate. In (B)(6) 2012, the patient was present with impending exposure of the implant through the periareolar incision, which eventually became exposed. Cultures grew staph. The patient had six procedures over the following month for incision and drainage procedures. Eventually, it was determined that the copious drainage was breast milk. After medical treatment for hyperprolactinemia and some healing by secondary intention, she had a left latissimus flap. The patient underwent explantation on (B)(6) 2016.